Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient consistently had a lot less volume in the pump over several refills. It was reported that the last one had 0 ccs and the reading was 10 ccs. The cause of the volume discrepancies was not determined. Actions/interventions taken included replacing the pump. When asked if the volume discrepancies resolved, the hcp stated it was to be determined. The patient's weight at the time of the event was not provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal clonidine 100 mcg/ml (unknown dose), dilaudid 20 mg/ml (unknown dose), and bupivacaine 20 mg/ml (unknown dose) via an implantable pump for spinal pain. The hcp reported volume discrepancies over time. In january 2023, the expected volume was 10.8 and actual volume was 9. In april, the expected was ~10 and actual was ~7. In july, the expected volume was ~10 and actual was ~6. In september, the expected volume was 10.8 and actual was 5.5. And yesterday (2023-12-19) the expected volume was ~10 and actual was ~2 ml. The patient did not have any symptoms and the hcp stated he told her he felt great. No patient symptoms or complications were reported.